Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Event description:
A health care professional reported that the patient developed an potential infection around the pump site and the pump was subsequently explanted.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information was received concerning pump explant.